Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. User facility medwatch report: mw5111021.

Event description:
User facility medwatch report (mw5111021) received stating: "stent used during coronary ptca was unable to be advanced, so it was removed. There was difficulty removing it through the guard catheter. Everything was pulled out, catheter, guidewire and stent. Upon observation, the stent had become torn or damaged at the base. Abbott xience skypoint 2.75 mm x18 mm, ref 1804275-18, lot 1120641. FDA safety report ID # (B)(4). Additional information received: after lesion preparation, the 2.75x18mm xience skypoint stent delivery system (sds) failed to advance due to heavy calcium and moderate tortuosity 90+% stenosed lesion in the mid right coronary artery (mrca). After removal of the sds, the distal end of the stent had a noted deformity due to the dottering technique on the calcium. Another 2.75mm x 18 mm xience skypoint stent was deployed. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material split, cut or torn could not be confirmed. The first three rings at the proximal end of the stent implant were mangle. The stent implant was not torn as reported. The reported failure to advance could not be tested as it was based on operational context. The reported difficult to remove could not be tested due to the device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and difficult to remove appear to be related to the operational context of the procedure; however, the investigation was unable to determine a conclusive cause for the reported material split/torn/cut. There is no indication of a product quality issue with respect to manufacture, design, or labeling.